Event description:
It was reported that a lead warning triggered, the device was still indicating 'configure' regarding the lead polarities, and the atrial lead exhibited high impedance. It was determined that implant detect was still on, and was unable to complete due to the high atrial impedance. Implant detect was turned off and the atrial lead polarity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.